Manufacturer narrative:
The reported event of failure to advance stylet was confirmed. A complete lead was returned in one piece. X-ray examination of the lead found the inner coil in the connector region was over torqued consistent with procedural damage. Unable to perform stylet insertion test due to the over torqued inner coil in the connector region. The cause of the reported event was isolated to the over torqued inner coil in the connector region consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right ventricular (rv) lead had failed to advance in stylet. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: section b5- the stylet that could not be advances in the lead.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the stylet had failed to advance in the right ventricular (rv) lead. The rv lead was removed and replaced. The patient was in stable condition.